Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 infutronix received a complaint from an user facility representative about an administration set model hs-004 lot unknown. "Tubing was detached from the cassette." "The patient got it stuck on the door handle and that was what caused the tubing to become detached." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
A complaint handling technician of infutronix provided the evaluation report for the affected administration set on 07/07/2021. Visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed. Please note: 1. There is one correction been made for d4: model# and unique identifier (UDI)#.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00038.